Manufacturer narrative:
The product was not returned to the manufacturer; the hospital disposed of the implant. Therefore, no visual examination could be performed. From the information provided by the reporter, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the disassembly was due to the superior vertebral endplate stumbling over an osteophyte during the implant insertion. That is why, the superior vertebral endplate first disassembled. A complete discectomy of the disc space between the uncus is clearly stated in the surgical technique (step 2). Indeed, it is important to remove all osteophytes on the superior and inferior endplates, which can interfere with the prosthesis insertion and causing its disassembly. Moreover, it was reported that the surgeon did not use the mobi-c distraction forceps, whose use is to proceed to an initial and final distraction. Indeed, the distraction forceps must be inserted as posterior as possible to obtain a parallel distraction. Though the liberation of the posterior longitudinal ligament was proceeded during the surgery, which may help to obtain a parallel distraction, the use of the distraction forceps to obtain a parallel distraction is clearly stated in the surgical technique (step 3). It was also reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10). According to the available data the root cause: unintended use error caused or contributed to event. H3 other text : device kept by hospital

Event description:
Mobi-c p&f us : disassembly. Initial information received by reporter was : the implant separated from the peek cartridge. Additional information was received on (B)(6) 2018 : disassembly happened while surgeon was inserting prosthesis into disc space. According to reporter, the surgical technique was respected while loading device on inserter. Reporter has no information about the distraction that was applied at this moment. He has no image to provide. Additional information was received on (B)(6) 2018 : there was resistance upon insertion of the device, reporter doesn't know if there was angle but confirmed that there was no rotation movement while inserting prosthesis. No impact on patient. No surgery complication was notified. Additional information received on (B)(6) 2018: it was reported that the hospital disposed of the implant. Additional information received on (B)(6) 2018: it was reported that the surgeon used trials to size the implant. The surgeon has experience in the mobi-c surgical implantation. The surgeon gently tapped on the implant holder¿s impaction knob with the mallet according to the reporter. The implant fell apart when the surgeon first started tapping it. The disc space was under distraction as this was initial insertion. The uncus were released as much as possible. The distractor with caspar pins were used. The mobi-c no touch level was not used. The depth stop adjustment was initially set at zero. The implant was not inserted at an angle. There was no rotational movement. Both implants were inserted using the same surgical steps. Additional information received on (B)(6) 2018: it was reported that the mobi-c distraction forceps were not used. The surgeon proceeded to the liberation of the posterior longitudinal ligament during the surgery. The superior vertebral endplate was the plate that disassembled.

Manufacturer narrative:
Reporter does not that the product will be returned to the manufacturer. Product is not received yet by manufacturer. No product examination was done. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information on the surgical steps followed and the event context were asked. Conclusion is not available yet. Investigation is in progress. Device not received yet.

Event description:
Mobi-c p&f us : disassembly. Initial information received by reporter was : 'the implant separated from the peek cartridge." Additional information was received on (B)(6) 2018 : disassembly happened while surgeon was inserting prosthesis into disc space. According to reporter, the surgical technique was respected while loading device on inserter. Reporter has no information about the distraction that was applied at this moment. He has no image to provide. Information on surgical steps was received on (B)(6) 2018 : there was resistance upon insertion of the device, reporter don't know if there was angle but confirmed that there was no rotation movement while inserting prosthesis. No impact on patient . No surgery complication was notified.